Manufacturer narrative:
(B) (4)

Event description:
The patient had the leads implanted. The patient had some slight bleeding at the time of surgery, but it appeared to be on the surface and resolved post-op. It was later reported that the patient died. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 6000153-2010-03856.